Event description:
A surgeon reports, a pt with an unexpected postoperative refraction of four diopters following intraocular lens (iol) implant surgery of a 32 diopter lens. The lens was explanted. Due to capsular bag damage during the explant, a new lens will be implanted at a later date. In a follow-up, the surgeon reports, the pt prognosis is "good".

Manufacturer narrative:
The product was returned for analysis. The optic was scratched-rejectable. The optical resolution is acceptable. Focal length reading is 12.02 equaling a 32.0 diopter. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested and received. This report was mailed to FDA on: 03/07/2008.